Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot/serial number: (B)(6); product type: heart valves; implant date: n/a; explant date: n/a product ID: l-evolutfx-2329; product lot/serial number: (B)(6); product type: heart valves; implant date: n/a; explant date: n/a .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the fluoroscopic loading check, a crown overlap to node 4 (misload) was observed. The reporter noted that the implant team decided to use the valve for implant. Asymmetrical calcification was noted in the patient's native annulus, and a pre-implant dilation was performed with a 23 mm balloon. During the implant attempt, infolding occurred. Consequently, another medtronic valve system was loaded and used for implant. The patient remained stable, and there were no complications.

Manufacturer narrative:
Image review: media files were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection of the new valve was not provided for review. However, it was reported that a crown overlap reached node 4 which would qualify as a misload. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. In this case, the misloaded valve was attempted to be implanted and an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. There is evi dence that a new valve was prepped, loaded and confirmed a good load and successfully implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the fluoroscopic loading check, a crown overlap to node 4 (misload) was observed. The reporter noted that the implant team decided to use the valve for implant. Asymmetrical calcification was noted in the patient's native annulus, and a pre-implant dilation was performed with a 23 mm balloon. During the implant attempt, infolding occurred. Consequently, another medtronic valve system was loaded and used for implant. The patient remained stable, and there were no complications. Additional information was received to report the valve was loaded into the delivery catheter system by an inexperienced valve loader, which may have been a contributing factor to the misload identified via fluoroscopic inspection. The infold was noted in the valve frame during the first deployment attempt. Per the physician, the patient's asymmetrical leaflet calcification contributed to the infold.